Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during testing, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) was not confirmed in the archive data or during functional testing. Reviewing the archive data did not show any user advisory 45 (not at "home" position after power-on/restart). The last time the autopulse platform was powered on was march 02, 2025. The reported ua45 advisory was not replicated during functional testing.